Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"), mood swings ("hormonal condition /hormonal changes describe: mood swings"), migraine ("migraine/ headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), the first episode of abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi condition"), headache ("headaches"), flank pain ("flank pain") and the second episode of abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2015, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, female sexual dysfunction, dyspareunia, back pain, metrorrhagia, iron deficiency anaemia, vaginal haemorrhage, nausea, vaginal discharge, flank pain and the last episode of abdominal pain had resolved, the fatigue was resolving and the depression, alopecia, gastrointestinal disorder, headache, mood swings, weight increased and migraine outcome was unknown. The reporter considered alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received : new events " hormonal changes describe: mood swings, abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression, nausea, vaginal discharge, flank pain, abdominal pain" were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), fatigue ("fatigue"), psychological trauma ("psych injury"), alopecia ("hair loss"), gastrointestinal disorder ("gi condition"), headache ("headaches") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal condition") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, dyspareunia, back pain, abdominal pain, metrorrhagia and iron deficiency anaemia had resolved and the fatigue, psychological trauma, alopecia, gastrointestinal disorder, headache, hormone level abnormal, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood loss anaemia ("anemia"), fatigue ("fatigue"), psychological trauma ("psych injury"), alopecia ("hair loss"), gastrointestinal disorder ("gi condition"), headache ("headaches") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal condition") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, dyspareunia, back pain, abdominal pain, metrorrhagia and blood loss anaemia had resolved and the fatigue, psychological trauma, alopecia, gastrointestinal disorder, headache, hormone level abnormal, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: case became incident, event injury nos removed, new events (dysmenorrhea, dyspareunia, apareunia, pelvic pain female, abdominal pain, back pain, menorrhagia, metrorrhagia¸ psychological trauma, blood loss anemia, genital bleeding, fatigue, hair loss, hormonal imbalance, gastrointestinal disorder, migraine, headaches, weight gain and device monitoring procedure not performed) updated, removal date of essure, reporter detail and date of birth of patient updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.